Manufacturer narrative:
Device evaluated by MFR. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon longitudinal tear approximately 5mm in length in mid-section of the balloon. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the markerbands. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-aug-2019. It was reported that the device could not cross the lesion. The 90% stenosed, 28mm x 3.0mm target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed that there was longitudinal tear approximately 5mm in length in the mid-section of the balloon.